Manufacturer narrative:
(B)(4). Date sent: 4/11/2016. Pt info: information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: after dialogue with surgeon and fellow that performed the operation, the device functioned well up to the point when they were coagulating the cervical stump. Once the tissue pad came away from the device, competitor¿s device was opened and used to complete coagulation as well as salpingectomy. Did tissue pad only lift up (but did not fall off of clamp arm) and melt? No, actually came off. Or did any part of the tissue pad detach from the clamp arm and fall off (not melted away or lifted up, but a piece actually broke off)? Came off in the patient. If yes, did any piece fall into the patient? Yes, fell off in the patient. Did this cause a change in the plan of care for the patient? Alternate device was opened up. No change for patient care. Was the piece retrieved? Yes. Is the piece being sent back for analysis with rest of device? Yes. Or was broken off piece discarded? Being returned with device.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy (lsh) procedure, it was reported to the sales rep that while trying to coagulate the inner os of the cervix, after amputation of the uterus, the pad on the harmonic failed and melted off the device. All prior uses of the instrument were completed with no issues. Min, max and adv hemostasis all functioned as expected up to this point of the procedure, according to the surgeon. Once the tissue pad came away from the device, a competitor's device was opened and used to complete coagulation as well as salpingectomy. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9084y. The analysis results found that the device was received with the tissue pad detached and was returned along with the device. In addition, it had evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.